Manufacturer narrative:
Device history record is in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
Consumer reports that three tampons came apart upon removal and she had to remove pieces. Consumer had the doctor check to see if any pieces remained behind.